Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a surgeon observed "blue strands of lint after inserting the lens" and he believes the lint that got in the eye is from the contents in the pack. There is no information provided if the lint was removed for the eye during the same procedure. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. The customer reported blue strands of lint and lint in the eye, which they believe come from components in their custom pak. The customer further reported that they use the backside of the mayo stand cover to avoid lint issues. A sample was not returned for this complaint report; therefore, visual inspection could not be conducted. In the future the customer should try to provide a photo of the incident and at least the pack number so that an investigation can be done to see which pack components could be releasing fibers. Although this complaint did not mention a pack ID or finished good lot number, a search for previous complaints for this customer was completed. This search helped to obtain the different packs for this account and helped to search for components in the custom pak that may contribute to loose fibers. Although some components in the packs may contribute to fibers being released, without a proper investigation with a sample, it is unclear where the lint/fibers originated from. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. No action will be taken at this time as a sample was not returned. The manufacturer internal reference number is: (B)(4).